Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify empty reservoir alarm and low reservoir alarm due to motor error alarm. Pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced empty reservoir alarm and low reservoir alarm. The customer reported issues with the pump not giving alarms. The customer's blood glucose value was unknown. The product was returned for analysis.